Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to side-loading the device during use.

Event description:
On 09/23/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-8400ds 4mm x 13cm dissector broke during a procedure. No patient was affected.

Manufacturer narrative:
Additional information: b3, b5. Corrected the report date from 09/24/25 to 09/23/25 in event narrative.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via (B)(4) that an ar-8400ds 4mm x 13cm dissector broke during a procedure. No patient was affected.